Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I results generated on the alinity I processing module for two patients. The following data was provided: on (B)(6) 2026, sid (B)(6) (101-year-old male): initial troponin result = 501.5 ng/l, repeat result on same analyzer = 5.9 ng/l, repeat result on a different analyzer = 6.3 ng/l. Another sample was taken from the patient and generated a troponin result of 4.8 ng/l on (B)(6) 2026 sid (B)(6) (female) initial result = 21.6 ng/ml, repeat result = <2.7 ng/l the customer¿s critical troponin: males >/= 35.1 ng/l; females >/= 14.1 ng/l there was no impact to patient management.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result generated on the alinity I processing module for a 101-year-old male patient. The following data was provided: on (B)(6) 2026, sid (B)(6). Initial troponin result = 501.5 ng/l. Repeat result on same analyzer = 5.9 ng/l. Repeat result on a different analyzer = 6.3 ng/l. Another sample was taken from the patient and generated a troponin result of 4.8 ng/l. On (B)(6) 2026 sid (B)(6) (58-year-old female) initial result = 21.6 ng/ml, repeat result = <2.7 ng/l. The customer¿s critical troponin: males >/= 35.1 ng/l; females is >/= 14.1 ng/l. Additional patient result was provided on 13apr2026: on (B)(6) 2026 sid (B)(6) (69-year-old female) initial result = 18.1 ng/ml, repeat result = <12.5. Ng/l. A new sample generated an initial result = 12.8 ng/l, repeat result = 13.1 ng/l. There was no impact to patient management.

Manufacturer narrative:
When troubleshooting the issue, the field service representative found black particles/sediments in the base of the trigger bottle ref the bulk solutions. Service replaced the trigger pump, bulk solution transfer which was deemed the cause of the issue. The alinity I processing module function was verified with a control run. The service history of the alinity I processing module serial number (B)(6) verifies no subsequent issue have been reported related to false elevated troponin patient results after service intervention. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with pump, bulk solution transfer did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformance or potential nonconformance. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) or pump, bulk solution transfer was identified. All available patient information was included. Additional patient details are not available.